Manufacturer narrative:
Provider reports upon arrival to end-user home, they noted the seating having become detached, laying to the side of the chassis. Provider reports inspection shown the top plate of the elevator assembly inner tube, which the seating attaches, had broken away from the inner tube. Reports given by end-user claim when this event occurred, the seating fell sideways, but they did not sustain any injuries. Provider reports the end-user was not forthcoming as to the details surrounding the event. The component failure is being attributed to stresses being applied over time leading to eventual material fatigue of the top plate material. A corrective and preventative action (B)(4) has been implemented to investigate, correct, and monitor effectiveness. Because of the CAPA investigation, it was decided that a thicker 8mm material be used for the top plate, replacing the current 6mm design. With this material design change, it was determined the change to the thicker material improved the overall strength of the component making it less susceptible to material fatigue when exposed to log term stresses. The redesigned component will be provided, installed and device returned to the end-user. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report of the elevator top plate having become detached from inner post. This allowed the seating to detach from the chassis. No injury was reported to have occured as a result.